Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was the sieve beds which caused the low o2. Additional malfunctions were the pilot valve causing alarming and the 4 way valve leaks.